Event description:
The medvac manual vacuum pump is MRI conditional as stated by domico med-devices, and that the item contains no magnetically attracted materials, so it may safety be taken into the magnet room. This is incorrect. When the pump was wanded with a ferrous detector, the detector alarmed. The pump was taken into our 3t magnet and the pump had pull and was attracted to the magnet. The item is labeled as "conditional" as defined by FDA consensus standard astm f-2503-13, and according to the FDA -this consensus standard cannot be located.